Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle optium neo meter were reviewed and the dhrs showed the freestyle optium neo meter passed all tests prior to release. DHR for the precision strips were reviewed and the DHR showed the precision strips passed all tests prior to release. Unable to review the retain testing as strips expired 30 april 20. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A readings issue was reported with the adc blood glucose meter. Customer reported receiving a reading of 106 mg/dl compared to a reading of 143 mg/dl obtained on a competitor brand meter and believed the readings to be higher than she felt. Customer reported she "had a small loc (loss of consciousness) and took a glass of coca-cola" because she felt hypoglycemic. No third-party treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. During the course of troubleshooting, it was identified the customer was using expired test strips (30 apr 2020) to test. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A readings issue was reported with the adc blood glucose meter. Customer reported receiving a reading of 106 mg/dl compared to a reading of 143 mg/dl obtained on a competitor brand meter and believed the readings to be higher than she felt. Customer reported she "had a small loc (loss of consciousness) and took a glass of (B)(6)" because she felt hypoglycemic. No third-party treatment was reported. There was no report of death or permanent injury associated with this event.